Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient reported burning sensations at the implantable pulse generator (ipg) site. As a result, the ipg was replaced. No further information has been obtained.